Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported when using the support tool software, the device switched off due to a power supply problem. It was identified the resistors are black, appears there was a small explosion inside the monitor. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported when using the support tool software, the device switched off due to a power supply problem. It was identified the resistors are black, appears there was a small explosion inside the monitor. The device was not in use on a patient at the time of event, there was no patient involvement. The customer replaced the power supply module and the philips remote service engineer requested that they save it for evaluation. The device was received for investigation. The investigation noted arcing at the first transistor (q1) between g&d, resulted in q1 shorted which resulted high current flow through the second resistor (r2), which burned. This issue can be caused by external environment such as high humidity or dust, or power line disturbances on the alternating current (ac) grid (ac voltage spike), or burr residue on the component itself originally, which burr reduce isolation creepage and helps the arc to be developed. After replacing q1 and r2 and related driver components, the power supply unit was functioning properly again and passed all tests. The cause of the event was arcing in the power module. The cause of the arching could not be determined. This will be considered a malfunction. The part was replaced by the customer to resolve the issue.